Event description:
The customer reported that the system displayed error 25 and 10018.

Manufacturer narrative:
(B) (4). The ge service rep replaced the boards in the computer and the system started to work.